Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 patient code: (3189) used to capture medical device removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless modular total hip arthroplasty in patients younger than fifty with femoral head osteonecrosis: minimum fifteen-year follow-up" written by sang-min kim md, seung-jae lim md, young-wan moon md, yang-tae kim md, kyung-rae ko md, and youn-soo park md published by the journal of arthroplasty 28 (2013) 504¿509 accepted by publisher 5 august 2012 was reviewed. The article's purpose: "the purpose of this study was to report the clinical and radiographic results of cementless primary tha using a modular stem in a series of patients younger than fifty years with osteonecrosis of the femoral head who were followed for a minimum of fifteen years." The data was compiled from 64 hips (55 patients - 40 male and 15 female with average age of 40.2 years) with average follow up 15.8 years received implants from december 1994 to september 1996. Depuy products were utilized: srom femoral stem, cementless arthropore I or ii cup with poly liner in 60 hips and the remaining 4 hips were non-depuy cups. Bearing surfaces were cop (45 hips) and mop (19 hips). The article reports upon generalized results but also identifies 4 individual patients with adverse events that are capture on linked complaints. The article does not specify if patients received interventions based upon radiographic detections. The article reports "no hips showed femoral osteolysis without gross radiographic evidence of polyethylene wear and radiographic evidence of metallic debris...loosening of femoral components was not seen in any of the cases in this series. This complaint captures a (B)(6) man who experienced a femoral fracture 7 years after surgery and received revision with a longer stem with positive outcomes.